Manufacturer narrative:
Product analysis: analysis of the programmer could not confirm the device could not be updated, reconfigured hard drive, reloaded and updated software as a preventative. Analysis also noted that the floppy-drive was not functional, upper and lower case was corroded, analyzer bay was contaminated, power cord bay was broken, media bay door latch was broken, system fan and power supply were noisy, and the printer thermal heat pad was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service due to software connection issue and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.